Event description:
Physician reported performing "unnecessary surgery" because he could not see the spinal portion of the catheter on x-ray. Surgery was performed for possible revision. Distal catheter was found in place. Physician was very concerned that unnecessary surgery was performed. Physician rptr provided no details of pt status etc.